Event description:
It was reported that during a bi-ventricular implantable cardioverter defibrillator (ICD) implant, the physician attempted to cannulate the coronary sinus but it resulted in a dissection. There was no report that intervention was necessary to resolve the dissection.

Manufacturer narrative:
No medwatch form was received.